Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 526 mg/dl. The insulin pump received no delivery alarm after multiple set changes also, report a bent cannula event. The customer's mother stated her daughter treated with the insulin pump for the high blood glucose. The customer's mother declined to trouble shoot for high blood glucose. The insulin pump will not be returned for analysis.